Event description:
Additional information received noted that the left ventricular lead was explanted on 1(B)(6) 2024. The patient was discharged from hospital.

Event description:
It was reported that the patient experienced discomfort from extra-cardiac stimulation performed by the left ventricular lead. Interrogation during clinical follow-up noted the left ventricular lead also exhibited failure to capture. Lead revision was performed. The patient was in stable condition.